Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and no anomalies were found. The cause of the reported battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, device could not be interrogated. Device was explanted and replaced. Patient was fine.